Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2012, inratio2: 4.5, 4.1, lab: 6.9. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio2: 4.5, 4.1. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 4.5, 4.1, reference: 6.9, mean: 5.17, confidence limits: na. Inratio2 precision data provided by end-user: 1st inr: 4.5, 2nd inr: 4.1, mean: 4.30, sd: 0.28, %cv: 6.58. Analysis of customer' s data revealed test inratio2 and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. Repeated inratio2 test result comparison did meet precision criteria. No product is expected to be returned. Previous testing on retained strips revealed that result comparisons met both accuracy and precision criteria. (See below) root cause of complaint could not be determined. Investigation results for retained strip lot #276744: donor 1: 1st inr: 3.8, 2nd inr: 3.5, 3rd inr: 3.6, ref: 3.02, bias threshold: 2.02-4.02, %cv: 4.20. Donor 2: 1st inr: 3.5, 2nd inr: 3.8, 3rd inr: 3.7, ref: 3.51, bias threshold: 2.51-4.51, %cv: 4.17. All replicates for both donors are within the acceptable bias for accuracy. Both donors produced cv's less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on 06/01/2012, (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.